Event description:
It was reported that the procedure was to treat a 90% stenosed, heavily calcified and heavily tortuous vessel in the distal right coronary artery (rca). The 2.0x15mm mini trek balloon dilatation catheter (bdc) was soaked in saline prior to use and was prepared (air aspiration) outside the anatomy prior to use. There was no resistance when protective sheath was removed. However, the bdc met resistance with the anatomy during advancement and ruptured at 8 atmospheres (atms) during the first inflation. The bdc was removed independently and there was resistance during removal. A non-abbott bdc was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaints appear to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.